Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm during initial drain. The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. The bags were spiked correctly and there were not any open clamps on the unused lines. The technical service representative (tsr) had hp cycle power and advised hp to restart the setup with all new supplies. Product surveillance followed up with the hp on (B)(6) 2010 who reported she was able to continue her therapy with new supplies after speaking with the tsr. The cause of the alarm remains undetermined. The hp reported no problems with any of her supplies. No patient injury or medical intervention was associated with this event. All supplies were discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that the setscrews cross threaded while being inserted into the bone screw because the counter torque was not sitting flush. No patient complications were reported.